Manufacturer narrative:
(B)(4): (punctate erosive keratopathy). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that patient has diffuse 3+ punctate erosive keratopathy pek in the right eye. Patient was using lots of non pred forte free artificial tears in the right eye. Patient put on restasis and pred forte artificial tears. Patient with a blurry right eye and dry eye. An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient experienced a loss of best corrected visual acuity. Pre-op bcva was 20/20 on both eyes. Post-op bcva was 20/40 in the right eye and 20/20 in the left eye.